Event description:
As reported by the study, pt presented to the cardiac catheterization unit and 2-vessel disease was found. Percutaneous coronary intervention (pci) was performed on an ostial saphenous vein graft (svg) lesion near the 1st obtuse marginal (om). There were no procedural complications and the pt was discharged on the following day. At the 6-month follow-up, the pt had angina pectoris. Angiography revealed 0% stenosis of the stent. However, there was total occlusion of the graft proximal to the stent. Pci was performed on a totally occluded left main and proximal circumflex with three taxus liberte stents, a 4.0x12mm, a 4.0x32mm and a 3.5x16mm stent. The residual diameter stenosis measured 0%. This pt presented to the cardiac catheterization unit and 1-vessel disease was found. The primary indication for intervention was unstable angina pectoris with resting ECG changes. Pre-procedure ck, ck-mb and troponin were within normal limits. Left ventricle ejection fraction (lvef) was greater than 50%. Baseline medications included aspirin, clopidogrel, statins and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a 95% de novo saphenous vein graft near the 1st obtuse marginal (om) of 23mm in length in a 3.0mm vessel diameter. The (type a) eccentric lesion was characterized with a smooth contour, ostial, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.5 x 12mm balloon at 8 atmospheres (atm) before a 3.0x23mm cypher select plus stent was deployed at 11 atm with satisfactory results. Post-dilatation was conducted with a 3.0x12mm balloon at 15 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not used. Post-procedure cardiac enzymes were not documented. There were no procedural complications. The pt was discharged on the following day. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. During the 1-month follow-up interval, the pt was asymptomatic. Post-procedure medications remained unchanged.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and eval. Add'l info received will be submitted within 30 days upon receipt.